Manufacturer narrative:
The relay was returned to the manufacturer for analysis. The device passed bench testing and was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed an imaging system check-out, mechanical, safety inspection and imaging modalities tests failed. Voltages over the limit on batteries side and inspect battery monitor board failure. Return requested for suspect devices: battery charger, motor battery charger, power switching board assy, battery 8 pack and battery 6 pack. To date, no parts have been received by manufacturer for analysis.

Event description:
A site physician reported smoke coming from their imaging system. No further details regarding this issue, or specifically when it occurred or from what area of the system, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment and found the system batteries were damaged which caused the smoke that the customer smelled. The battery voltages varied from 5 to 24 volts. The medtronic representative replaced the motion and x-ray batteries. As a preventative measure the medtronic representative opted to replace the battery charger 1 and 2, motor battery charger, power switching board and x-ray relay. After the replacement of these parts the system checkout is performed and the system is back to normal functioning. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
The suspect motion battery charger, battery chargers and power switching board were returned to the manufacturer for analysis. The devices were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.